Event description:
The customer reported that the beckman coulter au400 clinical chemistry analyzer generated erroneously low sodium (na), chloride (cl) and calcium (ca) results on patient samples. The samples were rerun on an alternate analyzer and normal results were obtained (please see patient data in attachment). The customer reported the calibration and quality control are within range after changing the sample pot and performing a monthly maintenance. Erroneous patient results were reported outside of the lab. There was no death, injury, or affect to patient treatment attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site and discovered that the sample syringe was sticking. The fse replaced the syringe and no further issues were observed.